Event description:
It was reported to philips that the device failed to obtain an ECG reading. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 21-jul-2020. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the processor pca. The processor pca was replaced and the device was deemed fit for use. Following the repair, nibp and co2 calibrations were completed for preventative maintenance and the unit was returned to the customer to be place back into service. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. The processor pca was found to be fully functional and a cause for the reported issue could not be determined. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
Report originally submitted with cfn#: (B)(4); the correct cfn#: is (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is not getting any ECG readings. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.